Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. As received, the rear response button ribbon cable plug was pulled from the connector on the ca board, causing fault. The cause of the non-functional response buttons is the pulled cable. The root cause of the pulled cable was physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.